Manufacturer narrative:
Concomitant medical products: product ID: 37603, serial# (B)(4), implanted: (B)(6) 2019, product type: implantable neurostimulator.. See regulatory report # 3004209178-2019-14785 for other implantable neurostimulator involved in this report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator (ins) for movement disorders. It was reported that the patient was having an MRI done for a new onset of dysphasia and a concern of a stroke. There were no further complications reported.

Manufacturer narrative:
Section 'device' information references the main component of the system and other applicable components are: product ID: 37603, serial# (B)(4), implanted: (B)(6) 2019, product type: implantable neurostimulator. Method/results/conclusion codes have been updated to reflect the new information. Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the patient the patient didn't suffer a stroke. The cause of the symptoms was guillain-barre. The patient was admitted to select rehab and receiving IV and ig treatments. It was reiterated there was no stroke, but dysphasia was still there. The hcp wasn't the patient¿s provider at the time of the event, their last visit was (B)(6) 2019 and weight wasn't obtained. The patient was on a transport stretcher. There were no further complications reported.